Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness/rupture. (B)(4). Future explant date: (B)(6) 2022. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 56-year-old caucasian female who underwent breast augmentation revision with 500cc mentor memorygel breast implants experienced right sided granuloma, bilateral rupture, and several unexplained systemic symptoms post procedure. Pain, weight loss, fatigue, silicone in the lymph nodes, and the general feeling of being ill were noted. As a result, an explant is planned for (B)(6), 2022. See 1645337-2022-08688 for contralateral prosthesis report.

Manufacturer narrative:
Additional information was received on (B)(6) 2022. Bilateral rupture was originally reported. However, clarification with additional information revealed that rupture was just right sided. This report relates to the left prosthesis. Reason for device explant and/or reoperation: generalized illness manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on august 3, 2022. The complaint device was discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).